Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 150 units of insulin.  Customer's blood glucose was 173 mg/dl. The customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.